Event description:
Reporter alleged obtaining a discrepant blood glucose result of 500-599 mg/dl back to back with a result of 100-199 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he does not have the strips, and so no product will be returned for eval.